Event description:
Customer reported experiencing occlusion alarms. There was no adverse impact to the customer's blood glucose level. Reportedly, the customer was using cold insulin. Tandem customer technical support informed customer that insulin should be at room temperature before filling a cartridge per user guide. Customer resolved the issue by changing the infusion set and cartridge and resuming insulin.